Event description:
Additional information received on 12/10/2025 for report number mw5180121. Dexcom g6 sensor inaccuracy: 7:56am g6 reading 69, finger stick reading is 121. That is a mard of 43. Dexcom g6 sensor inaccuracy: 8:05am g6 reading 52, finger stick reading is 121. That is a mard of 57%. Calibration attempts are not fixing this "profanity".

Event description:
Dexcom g6 sensor inaccuracy: 8:03am g6 reading 45, finger stick reading is 99. That is a mard of 54.5 "profanity" %!!! Activated on (B)(6) 2025.